Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that the shaft break occurred. The target lesion was located in the proximal right coronary artery. A 2.50 mm x 20 mm nc emerge balloon was selected for percutaneous coronary intervention (pci). During dilation of the proximal right coronary artery, the balloon body ruptured. While attempting to retrieve the balloon catheter, the catheter shaft fractured approximately 10 to 15 cm proximal to the balloon, leaving the ruptured balloon tip in situ and preventing retrieval of the distal catheter segment. Given concerns, the patient was transferred to another hospital for further treatment and removal of the catheter segment. The patient subsequently underwent bypass surgery and is stable postoperatively. Approximately 35 cm of the balloon catheter segment was lost. The proximal right coronary artery was noted to be near sub totally stenosed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the shaft break occurred. The target lesion was located in the proximal right coronary artery. A 2.50 mm x 20 mm nc emerge balloon was selected for percutaneous coronary intervention (pci). During dilation of the proximal right coronary artery, the balloon body ruptured. While attempting to retrieve the balloon catheter, the catheter shaft fractured approximately 10 to 15 cm proximal to the balloon, leaving the ruptured balloon tip in situ and preventing retrieval of the distal catheter segment. Given concerns, the patient was transferred to another hospital for further treatment and removal of the catheter segment. The patient subsequently underwent bypass surgery and is stable postoperatively. Approximately 35 cm of the balloon catheter segment was lost. The proximal right coronary artery was noted to be near sub totally stenosed. It was further reported the target lesion was sub totally stenosed and highly calcified, ivus catheter was not able to pass. The nc emerge balloon was used first time when it burst. The catheter segment (about 30cm distal part) which was lost in the coronary artery up into the aorta was explanted in the surgical department of another hospital.